Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. P-cap / reservoir locks properly into place. Pump passed displacement test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Unit received with pillowing keypad overlay and minor scratches on case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl. The customer reported that the retainer ring was damaged. Reservoir was able to lock in place. Troubleshooting was performed. The insulin pump will be returned for analysis.